Event description:
Patient was undergoing placement of an aicd. When surgeon was suturing a cardiac lead into place within the pacemaker pocket, he went to cut the suture and the tip of the iris scissors he was using broke off and fell into the pocket. The surgeon was able to recover the broken tip. There was no injury to the pt and this event did not result in prolonged hospitalization. (B)(6).